Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site address: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was patient involvement. No harm or injury was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed the malfunction.